Event description:
A diversion of a controlled substance was reported involving a bd pyxis¿ medstation¿ es device. A nurse accessed a 2mg syringe of morphine under an active patient order and documented administration of the medication to the patient. However, the nurse was later discovered unresponsive in a bathroom with the same syringe nearby, indicating apparent self-administration. A rapid response team was activated, and the nurse was subsequently admitted to the hospital for medical care.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d medical device serial, medical device model, unique identifier (UDI) and section h device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the diversion of controlled substance. A technical support specialist (tss) found that application functioned as designed. Tss shared investigation details and findings with the quality team and confirmed that the application displayed high risk scores for the user multiple times over the past year. However, no investigations were opened for this user, while other users with lower scores had investigations initiated. Tss found at the time, the application flagged anomalies in the investigation tab and listed the number of investigations per user. Tss confirmed that investigations were opened by users with the appropriate role. The system functioned as intended after the technical support specialist investigated the device.

Event description:
A diversion of a controlled substance was reported involving a bd pyxis¿ medstation¿ es device. A nurse accessed a 2mg syringe of morphine under an active patient order and documented administration of the medication to the patient. However, the nurse was later discovered unresponsive in a bathroom with the same syringe nearby, indicating apparent self-administration. A rapid response team was activated, and the nurse was subsequently admitted to the hospital for medical care.

Manufacturer narrative:
H.4. Device manufacture date: : unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.